Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The disposable perforator (ID 261221 was returned for evaluation. Failure analysis: the returned device was visually inspected. Device was lightly soiled. No other defect or damage found. Device pass all functional tests including spring test per IFU and unit successfully drilled 5 holes, and the perforator functioned as designed. The complaint was not confirmed. Root cause analysis: the complaint was not confirmed in the complaint investigation and failure analysis. A potential cause of the be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261221) failed to stop and damaged the dura mater and the nonfunctional part of the brain. Hemostasis was performed as an immediate measure to manage the patient¿s condition. There was less than 30 minutes of surgical delay. According to information provided, the manufacturer of the drill used with the perforator is unknown. It is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests being performed between each burr hole. Three burr holes were completed before the perforator malfunctioned. It is unknown if there have been recent changes with the drill and with the driver. It is also unknown how the procedure was completed.